Manufacturer narrative:
Correction to reason for removal: "very strong cervical and left shoulder contractures [baker grade unspecified], capsule, axillary inflammation, [and] lymph nodes." A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: weight to the spec and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Patient reported right side ¿a lot of trouble¿ with devices, "very strong cervical and [contralateral] shoulder contractures [baker grade unspecified], capsule, axillary inflammation, [and] lymph nodes." Patient additionally reported "baker [grade] iii," "arthralgias and myalgias contralateral shoulder" not device related, "ipsilateral implant lateral quadrant thickening," "multiple fibroadenomas" not device related, and "underlying plane adhesion." The device has been explanted.

Event description:
Patient reports very strong cervical and left shoulder contractures, capsular contracture baker iii, axillary inflammation, lymph nodes, underlying plane adhesion, and ipsilateral implant lateral quadrant thickening . Patient also reported "artralgias and myalgias left shoulder and multiple fibroadenomas", which are not device related. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule, lymph nodes"